Event description:
A customer reported experiencing a cartridge alarm 20 while using their pump during the pumping process. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer had not previously reported this specific issue with the pump serial number, but had experienced similar cartridge alarms consecutively. As a corrective measure, tandem technical support decided to replace the customer's pump and provided instructions for returning the defective pump and for storage mode. A replacement pump with updated software was sent, and training was made available to the customer through their tandem source account. The customer acknowledged and understood all instructions and the need to use md as a backup therapy to prevent any interruption in insulin delivery.